Manufacturer narrative:
This product is only ous approved but it is similar to an approved us device. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Prior to the index procedure the pt presented with chest pain. Angiography revealed two lesions; one in the posterior descending artery (pda) and one the proximal to mid right coronary artery rca). The minimum lumen diameter of the proximal rca was 80% stenosed so the physician decided to stent the proximal lesion first to ensure blood supply to the distal vessel was normal. The lesion was pre-dilated with an unspecified 2.0x20mm balloon at 6atms. Next a promus element 3.5x32mm stent was deployed in the proximal to mid rca. The stent was post-dilated with a quantum maverick 3.5x15mm balloon. Angiography showed good results of the stent placement in the proximal rca. Then, an attempt to perform intravascular ultrasound (ivus) to prepare the pda lesion was made, but the atlantis catheter was not able to advance through the distal rca due to weak support from the guide catheter. The physician attempted to "deep sit" the guide catheter into the proximal rca for more support, but the tip of the guide catheter pushed the 1st segment of the already implanted promus element stent and folded it back. A quantum 4.0x8mm balloon was used to post-dilate the proximal portion of the stent to make sure the folded portion of the stent was well apposed. No further attempts to implant a stent in the pda lesion were made and the procedure was ended. No pt complications were reported as a result of the event.